Event description:
Customer reported: arterial pressure sensor doesn¿t work. Impossible to perform the zero before use. Customer read incorrect values. Frequency is only linked to this complaint. Around 10 sensor with the same issue impossible to perform the zero before use. No patient injury was reported.

Manufacturer narrative:
The device history record was reviewed, and all manufacturing requirements were met.